Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence and necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and necrosis.

Event description:
Healthcare professional reported necrosis and wound dehiscence. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: necrosis: unable to observe as it is a medical event not related to the device. Wound dehiscence: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported necrosis and wound dehiscence. Device has been explanted. This relates to the left side.